Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the lcd screen was shattered. Customer stated that the pump fell and flew up and hit the bottom of the truck's door and it shattered the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.